Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl and the ketone level was large. Per a nurse's advice, 10 units via an insulin pen was administered to address the bg level. The cause of the low bg was not known. The customer's current bg was 144 mg/dl and the ketone level was trace. The contact declined tandem technical support's offer to troubleshoot as the pump appeared to be functioning as expected.